Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in-clinic for a normal device check, it was noted that the patient did not receive therapy for vt. The patient had an episode that was incorrectly diagnosed as svt instead of vt. Programming changes were made. The patient will continue to be monitored normally.